Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery with a proglide device using the preclose technique prior to a diagnostic angiography procedure. The arteriotomy was 6fr. The sheath was upsized to 12fr for the diagnostic angiography procedure. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The diagnostic procedure was completed and the two additional successfully placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported needle to cuff miss appears to be related to interaction with the calcification. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported experience and treatment appears to be related to procedural circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence is unknown. The estimated date was entered as (B)(6) 2015 as it was reported to have occurred sometime in may. It was reported the device was used in a mildly calcified left common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device is not available to be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.